Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2017, the patient was hospitalized due to an acute myocardial infarction (ami). On (B)(6) 2017, thrombus aspiration was performed in the left anterior descending (lad) coronary artery, 99-100% stenosed lesion and a stent was implanted in the mid lad. Distal to the stent, a perforation was noted, reportedly, caused by an unspecified guidewire. Thrombus aspiration was performed and medications were provided. Following, a 3.5x15mm xience alpine stent was implanted in the proximal lad, overlapping with the previously implanted stent in the mid lad stent. After the 3.5x15mm xience alpine stent was implanted, thrombus was observed in the proximal portion of the stent. Balloon angioplasty and thrombus aspiration were performed, an intra-aortic balloon pump (iabp) was placed and the medication heparin was provided as treatment. Final angiography showed the 3.5x15mm xience alpine stent was still 50-75% stenosed with thrombus. The procedure was completed and the patient was left on the iabp and the heparin remained continuously administered (heparin drip). On (B)(6) 2017, the patient was discharged from the hospital. Per physician, there is no correlation between the thrombus and the 3.5x15mm xience alpine stent or stent deployment. There was no issue with any of the xience alpine stents. There was no additional information provided regarding this device issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Thrombosis is listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial 30-day medical device report, the following information was obtained: the 3.5x15mm xience alpine stent was implanted and well apposed to the vessel wall. The event required prolonged hospitalization.